Manufacturer narrative:
Continued health effect - impact code h6: f15. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side "prosthesis explantation with an incision of approximately 7-8 cm at the supero-medial profile. No silicone was found in the periprosthetic pocket." Physician later provided photos of ruptured implant which was also confirmed by an ultrasound. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on radius side assessed as unidentified (tear) opening (shell thickness was within specification) . Additional observations: crease fold observed. Red particles on the surface of the device.

Event description:
Healthcare professional reported left side "prosthesis explantation with an incision of approximately 7-8 cm at the supero-medial profile. No silicone was found in the periprosthetic pocket." Physician later provided photos of ruptured implant which was also confirmed by an ultrasound. The device was explanted.